Event description:
At 4 months after the primary, the patient came in reporting pain due to a dislocation of the head from the liner and the cause is unknown. The surgeon revised the head and liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 01 february 2022: lot 2102555: (B)(4) items manufactured and released on 06-apr-2021. Expiration date: 2026-03-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Additional device involved. Batch review performed on 01 february 2022: mpact 01.32.3648hct flat pe hc liner ø36/f lot. 2102555 (k103721) lot 2012919: (B)(4) items manufactured and released on 08-apr-2021. Expiration date: 2026-03-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.